Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve in the aortic position via transfemoral access through the right femoral artery. During the procedure, a balloon rupture occurred during inflation. The valve was fully deployed, and blood was observed in the syringe. One milliliter of extra volume had been added to the balloon prior to inflation. The rupture was identified as the balloon was being inflated. No leakage was observed in the delivery system. However, difficulty was encountered during the withdrawal of the delivery system once the balloon reached the sheath. The tip of the balloon separated from the delivery system inside the sheath. The sheath was then removed, and the balloon tip was retrieved within it. A second esheath was advanced, and a post-dilation was performed using a non-edwards balloon. The delivery system was removed through the esheath. During withdrawal, the flex tip was positioned at the triple marker and was completely unflexed. Coaxial alignment was maintained upon re-entry into the distal end of the esheath. The device was caught at the distal tip, and the expandable portion of the esheath was torn. Liner damage consistent with delamination was observed. The perceived root cause of the balloon rupture and subsequent complications was annular to left ventricular outflow tract (lvot) calcium. Additionally, the liner damage was attributed to the damaged delivery system being removed separately through the sheath. No patient injury or other complications were reported. The valve was implanted in the intended position, and the patient remained in stable condition following the procedure.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Manufacturer narrative:
Note: unable to send report with populated h10 information and therefore information provided in h11. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691 2025 06497. A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, h10, and h11 have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on the imagery review. Available information suggests patient factors (calcification) likely contributed to the event as 3mensio shows calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for system components separate during use - distal tip was confirmed based on the imagery review. Available information suggests procedural factors (withdrawal of burst balloon, device manipulation) likely contributed to the event. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. In such a condition, applying additional pull force or manipulating the device to overcome the withdrawal difficulty can lead to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.